Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of constant alarming was confirmed. The root cause of this condition was assigned to defective pump head module on channel a. The pump head module on channel a was replaced to correct this condition. Failure code 715:xx indicates communication problems between the pump module and the user interface module. This failure code is captured in an ancillary complaint. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion for constant alarming; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated it was unknown if there was a patient involved, reports of patient injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.